Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an adverse event was reported. The patient¿s mother stated that the patient changed their insulin pump and sensor the night before. In the morning, she stated the dexcom stopped working but could not specify what the issue was. The patient¿s mother stated that the patient woke up around 7:45am and was in diabetic ketoacidosis. She stated that the dexcom kept beeping and the patient was not feeling well, so she checked his blood sugar with a meter and the meter would not give readings. She could not recall what the dexcom was displaying at the time of event and brought the patient to the hospital. When they arrived, the patient¿s mother indicated that the patient¿s blood glucose was above 600 mg/dl. While in the hospital, the patient had to be disconnected from his insulin pump and sensor. The patient was treated with intravenous (IV) therapy and was released from the hospital on (B)(6) 2018. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an adverse event was reported.